Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found serum on a collet in the reported problem area of the pipetter assembly. The fse cleaned collet and tip ejection sleeve. The instrument was inspected, tested without further problem, and returned to service.